Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports, a revision was performed due to ¿the patient experiencing instability¿. The date of the primary tka was unspecified. It has been communicated, ¿the patient¿s current health status is unknown¿ and no additional requested information was provided. Without the requested clinically relevant information, the root cause of the reported ¿patient experienced instability¿ cannot be definitively concluded. The patient¿s current health status is unknown and the patient impact beyond the reported symptoms and revision cannot be determined, therefore no further clinical medical assessment can be rendered. A review of complaint history revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, lifetime of device or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka surgery had been performed on an unspecified date, the patient experienced instability. This adverse event was solved by a revision surgery on (B)(6) 2021, in which the lgn ps high flex xlpe sz 3-4 11mm was explanted and replaced. Current health status of patient is unknown.